Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest. The patient's physician indicated that the blisters were due to friction and not a reaction. The physician prescribed neosporin and follow up indicated that the blisters healed.